Manufacturer narrative:
An event regarding a fractured triathlon 1/8" peg drill was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported fracture. Consultation with the material analyst team indicated that the drill bit fracture occurred in mixed-mode overload and ductile overload while in right-handed rotation. Medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other similar events reported for this manufacturing lot. Conclusions: the event was confirmed, the drill bit is fractured. Consultation with the material analyst team indicated that the drill bit fracture occurred in mixed-mode overload and ductile overload while in right-handed rotation.

Event description:
It was reported that the drill was broken during drilling in the medical procedure. Spare product was used instead of it and the procedure was completed. The product was used for pre-drilling for pilot hole creating before breakage.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the drill was broken during drilling in the medical procedure. Spare product was used instead of it and the procedure was completed. The product was used for pre-drilling for pilot hole creating before breakage.